Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure of the common bile duct. During the attempt to deploy the stent, resistance was met and as a result the guide catheter stretched. The stent was unable to be deployed as the suture string detached. The procedure was not completed and rescheduled for the following day, when the physician was able to successfully deploy a bsc 10x10 plastic biliary stent. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.